Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent an exploratory laparotomy, lysis of adhesions and recurrent ventral hernia repair surgery on (B)(6) 2011 during which the surgeon noted the previous mesh patch to be incorporated with the hernia sac and it was excised along with the hernia sac remnants. There were loops of bowel found to be densely attached to the mesh which caused a serosal tear in the small bowel.¿ it was reported that the patient underwent removal surgery, reopening of a laparotomy, lysis of adhesions and reconstruction of abdominal wall during which the surgeon noted ¿he incised the mesh that was implanted.¿ it was reported that the patient experienced small bowel obstruction and severe pain. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 3/29/2021.